Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(6) 2013. Date of original surgery updated: (B)(6) 2010.

Event description:
Revision surgery due to a broken stem

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records founds no related manufacturing deviations or anomalies. Review of provided patient x-rays confirmed the reported stem breakage from the (B)(4) revision surgery. The distal stem in both the primary and revision complaints were noted to be favored towards the lateral wall. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.